Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had her itb (intrathecal baclofen) pump explanted by a general surgeon. The physicians managing the pump were not consulted or notified at the time the pump was explanted. The pt was in a nursing home and the physician at the nursing home asked the surgeon to explant the pump "due to issues with getting her to her refill appointments." The date of the pump explant was not reported. The last pump refill was on (B)(6) 2011. The pt subsequently expired. It was believed that the pt may have died because of complications from the explant "or not getting the therapy." A f/u report will be sent if add'l info becomes available.